Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient sustained a full-thickness burn to the right thigh during an mr exam of the thoracic spine. The patient was referred to wound care; debridement was recommended but declined.